Manufacturer narrative:
(B)(4). Summary of investigational findings: investigation is based on event reported information. No images have been provided. (B)(6) old male patient received zta-pt-32-28-201 due to thoracic aortic aneurysm (taa). 954 days post-procedure, type 1 endoleak at the level of the ascending aorta. Site informed that the event was considered as not related to study device or procedure. Treatment was embolization. The event is reported as a sae due to the serious deterioration in the health of the patient because of in-patient hospitalization. At the same date the patient had renal failure. This is considered ongoing and no information as to any treatment has been provided. The patient continues to be followed in the study. It is noted that 20 days pre-procedure the proximal neck diameter was 30mm, IFU states, be sure to land the proximal and distal ends of the device in an aortic neck segment with a diameter that matches the initial sizing of the device. Strict adherence to the zenith alpha thoracic endovascular graft IFU sizing guide is strongly recommended when selecting the appropriate device size. Appropriate device oversizing has been incorporated into the IFU sizing guide. Sizing outside of this range can result in endoleak, fracture, migration, device infolding, or compression. These findings could therefore have contributed the reported event. The device history record was reviewed with no evidence to suggest that the device was not manufactured according to specifications. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to study: endoleak type 1 at the level of the ascending aorta. At time of enrollment the patient presented with an ¿thoracic aortic aneurysm (taa) with max diameter >= 6 cm.¿ on (B)(6) 2016 (20 days pre-procedure), the pre-procedure imaging was performed. It showed no circumferential calcifications of main access vessel and no calcification > than 50% of circumference. No vessel wall thrombosis in aortic necks > 50% of circumference was observed. The proximal neck diameter was 30 mm. The proximal neck length was 27 mm. The maximum aneurysm diameter was 60 mm. The distal neck diameter was 18 mm. The distal neck length was 38 mm and described as straight. On (B)(6) 2016, the patient underwent percutaneous treatment. One proximal component was implanted successfully during the index procedure: catalog # zta-pt-32-28-201, lot # e3424829. Left subclavian artery (lsa) was intentionally and completely covered by the stent graft fabric and the proximal zone of stent graft implantation was zone 0. No additional procedures was performed before the index procedure. On 18apr2016 (3 days post-procedure), the first post-procedure clinical assessment and CT imaging with contrast was performed. It revealed a maximum dissection/aneurysm diameter of 62 mm and a total length of covered aorta of 201 mm. The imaging also revealed a type ii endoleak on proximal neck. There was no false lumen perfusion, stent graft migration or collapse of proximal component. And no additional technical observations. On (B)(6) 2016 (67 days post-procedure - during follow-up period) the secondary intervention was performed because of a type ii endoleak. An endovascular procedure with embolization was made in left subclavian artery. The patient was in hospitalized (B)(6) 2016 and discharged (B)(6) 2016. No technical observations/imaging abnormalities observed after the secondary intervention and no reportable adverse events observed during the secondary intervention and post-operative course. On 05apr2017 (355 days post-procedure), the second post-procedure clinical assessment and CT imaging with contrast was performed. It revealed a maximum dissection/aneurysm diameter of 55 mm and a total length of covered aorta of 193 mm. On (B)(6) 2018 (689 days post-procedure), the third post-procedure clinical assessment and CT imaging with contrast was performed. It revealed a maximum dissection/aneurysm diameter of 64 mm and a total length of covered aorta of 260 mm. Regarding the dissection assessment the false lumen status at level of stented segment of the aorta was completely thrombosed, but no progression of dissection. There was no evidence of endoleak. There was evidence of false lumen perfusion, that was described as a new perfusion. The secondary entry tevar was considered as the source of perfusion. This did not result in a new clinical event or intervention. There was no evidence of stent graft migration. No evidence of collapse of proximal component and no other additional technical observations. On (B)(6) 2018 (954 days post-procedure) ¿endoleak of type 1 at the level of the ascending aorta¿. The event is reported as a sae because of the serious deterioration in the health of the patient because of in-patient hospitalization. At the same date the patient had renal failure. This is considered ongoing and they did not provide any treatment at that time. Additional information received 02oct2019 from cri: question: what is meant by "secondary entry tevar?" Answer: "site indicated false lumen perfusion from a new source. They have specified source of ¿secondary entry tevar". Additional information received: 03oct2019 the site has provided new data. The event was by the site considered as not related to study device or procedure. The site has specified that "leak" was "endoleak type I at the level of the ascending aorta" treatmant was embolisation. Patient outcome: the patient continues to be followed in the study.